Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 600mg/dl. The customer's most current level was 253mg/dl. The customer states they treated with manual injections. Troubleshoot was conducted. Air bubbles were noted and the customer was assisted in priming them out. The customer state the cannula was not bent, but there was blood inside. The customer was not able to conduct high pressure test. The customer is being sent out tubing clamp, and will be calling back in order to complete troubleshoot. No further assistance provided at this time.